Event description:
It was reported that a patient was unable to disconnect a minicap extended life pd transfer set from the patient line of an amia cassette. This was observed during disconnection from peritoneal dialysis therapy. When attempting to disconnect, the transfer set came apart in a different spot. The nurse replaced the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.